Manufacturer narrative:
The lens remains implanted and is not available for evaluation. The investigation of this event is in progress and a follow-up will be submitted upon completion of investigation.

Event description:
Reportedly, the intraocular lens (iol) was rotated after implantation into the eye. The surgeon reported the eye was appropriately firm and all ophthalmic viscosurgical devices (ovd) was removed. Secondary surgical intervention to reposition the iol was completed and the patient is doing well. Additional information has been requested.

Event description:
Additional information received provides the onset of the lens rotation was seen one day post op intraocular lens (iol) implantation and a successful lens rotation was completed two weeks post implant.

Manufacturer narrative:
A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be determined.